Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later the pt experienced walnut size pressure, pelvic pain, dyspareunia, discomfort in the lower abdomen/genital area, issues with emotional health, severe scar tissue, pain, vaginal scarring and bleeding. An open laparoscopy with enterolysis, laparoscopic hysteropexy with implantation of restorelle mesh, paravaginal repair and cystoscopy were performed.